Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported the knife blade was blunt during surgery. The knife was exchanged and the procedure was completed with no harm to the patient. Additional information has been requested and received.